Event description:
During a catheter ablation for ventricular tachycardia , the connection tubing came off the sheath at the hub. The physician had another manufacturer's device in place which ws going through the cook sheath. It was noted by anesthesia that the patient had a drop in blood pressure. When the physician lifted the towel which was covering the cook sheath, it was noted that the side port had broken completely off during the procedure. Patient outcome has been requested, but it was not available at the time of this report.

Manufacturer narrative:
(B)(4). Event evaluation: a review of the complaint history, drawing, quality control, specifications and a visual inspection was conducted during the investigation. An examination of the returned product revealed there were small amounts of glue on the inside of the proximal fittings, where the connecting tube was inserted. Damage was not observed on the proximal fittings. There is no evidence to confirm the product was not manufactured to current specifications. Detection activities have been conducted; however, the root cause for this failure cannot be determined. It is possible that the product experienced high internal pressures or high forces on the connecting tube/proximal fitting glue joint that exceed the design requirements of the product. Also, it is possible that an inadequate amount of glue was applied to the joint during a manufacturing process. We will notify the appropriate internal personnel and will continue to monitor for similar complaints.

Event description:
During a catheter ablation for ventricular tachycardia, the connection tubing came off the sheath at the hub. The physician had another manufacturer's device in place; which was going through the cook sheath. It was noted by anesthesia that the patient had a drop in blood pressure. When the physician lifted the towel; which was covering the cook sheath, it was noted that the side port had broken completely off during the procedure. Patient outcome has been requested, but it was not available at the time of this report.

Manufacturer narrative:
(B)(4). The event is currently under investigation.